Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was not feeling well. The pt was admitted with heart failure symptoms. Upon admission, the pt's ldh level was at 9000 and creatine at 3.0. It was noted that the pt had evidence of old cerebral vascular accident (cva) with small bleed at the site. Tpa was administered through the pump in the catheter lab to break up suspected thrombus. It was reported that the pt is currently fine with the ldh and creatine levels returning to within normal limits.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report number (B)(4) was received from the (B)(6) registry.